Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the suture needle detached during use on the patient or during dispensing/handling before use on the patient? During use. The following information was requested, but unavailable: could you please provide the lot number? No further information is available. Procedure name? No further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the suture detached from the needle. No adverse patient consequences were reported. Additional information was requested.